Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during priming. The following information was provided by the initial reporter: material no. 320109 batch no. 9071853. It was reported that no insulin flowed during priming.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during priming. The following information was provided by the initial reporter: material no. 320109 batch no. 9071853 it was reported that no insulin flowed during priming.